Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer's mother reported that customer had a high blood glucose. Customer went to the emergency room for high blood glucose above 600mg/dl (while sensor glucose was above 400mg/dl) and was given insulin pen to treat the high. Customer was not hospitalized. Customer was tired and had dizziness and abdominal pain. However, customer had good ketone values. Customer took thyroxine, which can cause a high blood glucose. Caller alleged under delivery. Caller did not remember incident date, so the notified date of (B)(6) 2024 was used. However, the actual incident date was before (B)(6) 2024. Caller also reported that the pump was cracked beside the screen. There was no damage to the retainer ring. Troubleshooting was done. Smartguard was not used.

Event description:
It was reported to medtronic minimed that the customer was hospitalized due to hyperglycemia. Customer also reported damage (physical or cosmetic), possible under delivery anomaly. The customer reported blood glucose value of 600 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-1886. Customer has been using the insulin pump system within 48 hrs of reported event. Customer declined to check pump settings. Customer declined to test pump. No further patient complications were reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.